Event description:
It was reported by the patient that they heard an audible alarm while on vacation. The patient said they were "feeling ok". The patient indicated they were "frustrated with outcome of conversation" and requested to speak with a company supervisor. The patient was referred to the cardiologist. Follow-up with the nurse practitioner revealed that there was not a remote transmission sent to the clinic, and the patient had not seen the physician. However, the patient is scheduled for a future follow-up visit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).